Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 2 weeks after implantation. The patient has no significant medical history and will require another surgical intervention.